Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device log indicated that error occurred repeatedly from (B)(6) 2025 through (B)(6) 2026. The device was fast tested (runs a daily, weekly, and monthly self-test within 30 minutes) without any discrepancies noted. On/off current, patient and circuit impedance testing, internal inspection, and shock testing all passed. Internal inspection observed foreign substance on the speaker which is near the main board. The repair recommendation is to replace the speaker and g5 main board as a precaution. Further evaluation of the main board was unable to confirm the fault. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.